Event description:
A hospital reported blue dye (prep solution) and patient's blood strike-through, through the surgical drape during a cath lab procedure. No patient contact and no injury but the sterile field was compromised. The hospital did not have the lot number. Kimberly-clark corporation has not first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.